Manufacturer narrative:
Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2016, information was received from a foreign healthcare professional (hcp) via a manufacturer representative (rep) regarding a patient who was receiving baclofen (unknown) (2000 mcg/ml at an unknown dose) via an implantable pump for an unknown indication for use. It was reported the patient had a new catheter and pump implanted on (B)(6) 2016. A couple weeks later ((B)(6) 2016), the patient developed an infection to their pump pocket site. The hcp reported the infection improved some and then worsened. The patient was having the pump and catheter explanted (explant date unknown). The infection was confirmed. Further actions/interventions were not reported. The infection was associated with the implant event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.